Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the clinic during a follow-up. It was noted that the patient had developed a pocket infection. The system was explanted and not replaced. The patient had no symptoms post procedure.